Manufacturer narrative:
Initial.

Event description:
It was reported that the user selected a larger-than-usual dinner meal announcement while eating pizza, resulting in excess insulin delivery and a subsequent severe low blood glucose event, which aligns with an incorrect procedure and pertains to user interface interaction. Symptoms included hypoglycemia with a confirmed fingerstick value of 25 and no reported hypoglycemia warning symptoms. Outcomes included self-treatment with oral carbohydrates without medical intervention or hospitalization, and glucose returned to target within 20 to 30 minutes. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect meal size selection via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.